Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2010. The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during the seal cycle, the tissue seemed to shrink and smoke and thermal spread was seen. An end tone, indicating a completed seal cycle, was heard, but there was no seal. The surgeon increased the generator setting and the issue still occurred. A second device was used to complete the procedure without incident. There was no pt injury.